Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was stuck and could not be pressed to activate pump display. Additionally, the customer reported that they experienced a recurring button alarm due to the stuck button. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose was between 180-327 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.